Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4); (B)(4) number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what is the current condition of the patient? What is the event day and procedure date? Please confirm how many devices were involved in this single procedure? Device return follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a dog underwent mammectomy procedure in july 2020 and suture was used to do the cutaneous and subcutaneous thread. On (B)(6) 2020, 10 days after the surgery, the cutaneous wound dehisced and suture broke on the length of the suture, the nodes of the suture were intact.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported breakage of suture post-op. Thirty-two unopened samples of product code jv586, lot ppbczjr0 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Thirty-one unopened samples of product code jv586, lot qabctwr0 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device qabctwr0 number, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.